Manufacturer narrative:
Upon visual inspection, fluid intrusion issues were found on all pca boards on carriage that would be related to the reported event. The usm was installed onto a golden system where the error 32056 was triggered indicating fault on the searchlight. The usm was then installed onto a patient fixture test platform (pftp) where it failed the carriage fan test and error logs showed 32056 error. Once testing was completed, the accp pca board was aba tested and did not fix the issue. Upon removing the board was observed that all pcas had fluid intrusion down to instrument sterile adapter (isa) assembly board. Root cause is attributed to the isa assembly.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the site contacted an intuitive technical support engineer (tse) about recoverable error 23087 on universal surgical manipulator (usm) 2. The customer reported a hall sensor error 23087 on usm2. Error was reported to usm axis as per error logs. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially power on without errors. There was an issue with the usm 2 and usm 3 thus customer was unable to perform the surgery with the two arms. Therefore, the surgery was converted to laparoscopy. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. The probable root cause cannot be determined based on the information provided. Since the product has not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated through in-house testing.